Event description:
It was reported that during a ptca / stenting treatment procedure the quantum maverick monorail balloon ruptured at 18 atm's on the fourth inflation. (The number of atm's reached on the initial three inflations is unknown.) The lesion involved was a calcified and 99% stenotic lesion in a very tortuous mid right coromary artery. The patient was asymptomatic during this event. The details of the nir stent involvement in this case are unknown. The procedure was successfully completed. Patient status is reported as 'good'.